Manufacturer narrative:
Visual inspection of the device confirms that a fragment had fractured off of the post on the lateral anterior super corner of the post. The fragment was not returned for inspection. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the device construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Based upon the information provided, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke and a piece of the device remains missing.